Event description:
On (B)(6) 2013, the patient was implanted with two gore tag thoracic endoprostheses to treat a thoracic aneurysm. It was reported that on (B)(6) 2013, the patient underwent a procedure to have a carotid subclavian bypass. The patient has a bovine arch and tolerated the procedure. When the tag procedure was performed the physician had chose to cover the subclavian artery. The patient tolerated the procedure. On (B)(6) 2013, it was reported the patient had experienced a diffused embolic stroke; the exact date of the stroke is unknown due to the patient being intubated for this time period.

Manufacturer narrative:
Additional devices implanted and/or related to this event: tgu454520/10406381. The review of the manufacturing paperwork verified that these lots met all pre-release specifications. Attempt(s) to acquire information for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.